Manufacturer narrative:
Per the clinic, the patient experienced poor device performance since activation. Device analysis report attached.

Event description:
Per the clinic, no response was found on 10 electrodes during the activation appointment. The device was explanted on (B)(6) 2025, and the patient was re-implanted with a new device during the same surgery.